Event description:
Information received from the aspire clinical database. Treatment of a large unruptured fusiform aneurysm measuring 12.02mm x 9.26mm located on the sidewall of the left ica (internal carotid artery). It was reported that the patient underwent pipeline (3.50mm x 20mm) embolization treatment on (B)(6) 2012 and angiography demonstrated good position and slower flow into the aneurysm following the ped (pipeline embolization device) placement. The patient was placed on anti-coagulant and anti platelet regimen prior to the procedure. On (B)(6) 2012, the patient noted mild dizziness in the mornings followed by facial tingling. The patient reported symptoms improved once she was up and moving around. On (B)(6) 2012, a CT (computed tomography) scan showed complete occlusion of the aneurysm. Follow-up visit on (B)(6) 2013 showed the patient having pressure behind the eye and a sense of pop on the left side of the head with sinus tenderness along with headache and visual acuity or visual field deficit. The patient was reported as still having dizziness, visual field or acuity deficit, and pressure behind the eye and sinus tenderness during a follow-up visit on (B)(6) 2013.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Updating MDR with additional information received on dec 06 2013 regarding the patient condition and symptoms: on (B)(6) 2012, the patient reported a mild, non-serious adverse event of pressure sensation that comes and goes behind the eye and a pop in left head for two weeks. No treatment was required. The events are noted as unknown to the relationship. The pressure is noted as ongoing and the pop in head is noted as resolved on (B)(6) 2013. In addition, a CT (computed tomography) was done on (B)(6) 2012 due to the aneurysm, sinus pressure, and headaches (history of sinusitis). No significant abnormalities noted. Aneurysm was no longer seen on imaging. Reference (B)(4) follow-up 1.